Manufacturer narrative:
The received forceps sample was found in the opened original packaging including cover foil. The instrument shows surgery residuals. The sample was visually inspected with the aid of a photomicroscope with various magnifications. The customer¿s complaint was confirmed. It was found that the tube is loose which blocks the forceps from activating. The statement that this issue happened before surgery could not been confirmed. Due to the surgery residuals visible in the attached pictures it can be concluded that the instrument was used. The device history record for the affected lot was reviewed. No abnormalities that could have contributed to this event were found and the product was released according to acceptance criteria. A 100% final inspection is performed for this product. It cannot be excluded that the metal tube loosened and therefore, a proper activation was no longer possible. The root cause could not be identified conclusively, but the most likely root cause can be determined to be an improperly performed bonding procedure. The currently valid risk analysis pro-059-01-rmf-e considers the possible risks related to the reported event in item nr. 1.01a and 1.01e. With this case, the likelihood of occurrence of the hazard that may cause a patient harm is assessed in the risk management report. The final risk is considered as low. The residual risk remains unchanged and at acceptable level. Future data will be monitored for evidence of adverse trending and further action will be taken, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
No sample has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A health professional reported that an ophthalmic forceps tip could not be opened prior to surgery thus, no patient involvement. An alternate forceps was obtained in order to perform the procedure.